Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012212433); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) an d valve were inserted into the patient. Upon initial deployment to a depth of 3 mm, an infold was observed in the valve frame. The valve recaptured and withdrawn from the patient. It was suspected that the infold occurred during loading. Upon review of the fluoroscopic loading check, a misload was identified due to a frame node overlap beyond the fourth node. A new valve was loaded into a new dcs and successfully implanted in the patient. There was a 4-minute procedural delay. No patient complications were reported as a result of this event.